Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon noticed "foreign body/blob" stuck on the lens approximately 5 months after lens implantation. The surgeon explanted the lens and replaced it with same model lens. The reporter did not provide any information regarding a possible origin/nature of the "blob". Patient's prognosis is good and vision is 20/20 uncorrected.

Manufacturer narrative:
The lens was not returned to b+l for evaluation. A device history record review did not identify any nonconformities or anomalies related to this complaint. Based on the current information the root cause of the event could not be conclusively determined.